Event description:
11/14/2022, company sales representative reported that an hcp had a patient who was experiencing migration and extrusion of molded pdo threads. 01/17/2023, despite multiple attempts to gather information during two consecutive months, the hcp only confirmed the patient had threads removed between march - october 2022 without providing further details on the specific date of treatment and removal. 07/11/2023, we received no further updates from the hcp but were informed by our company sales representative that the patient did not require pdo threads removal and did not return to the user facility. Another follow-up has been made to the hcp to seek additional information. This is an ongoing investigation and further information will be added when it becomes available. Update; 08/03/2023, hcp provided more information about the patient's treatment. The patient had been treated on (B)(6) 2022. On (B)(6) 2022, the patient returned to the hcp facility with complaints of discomfort and threads protruding. The hcp stated threads had to be removed and the patient was doing well.

Event description:
11/14/2022, company sales representative reported that an hcp had a patient who was experiencing migration and extrusion of molded pdo threads. 01/17/2023, despite multiple attempts to gather information during two consecutive months, the hcp only confirmed the patient had threads removed between (B)(6) 2022 without providing further details on the specific date of treatment and removal. 07/11/2023, we received no further updates from the hcp but were informed by our company sales representative that the patient did not require pdo threads removal and did not return to the user facility. Another follow-up has been made to the hcp to seek additional information. This is an ongoing investigation and further information will be added when it becomes available.